Event description:
Reporter alleged, the needle from the softclix lancet device protrudes outside the end of the cap before it has been fired. Upon the evaluation of the returned product by the manufacturer's customer inquiries department, it was confirmed that the lancet protrudes after firing. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.